Event description:
It was reported that the relion® insulin syringe would not draw up insulin during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "relion 3/10ml 31g 6mm lot # 9105546 found 3 syringes that would not draw up insulin."

Manufacturer narrative:
Investigation summary: customer returned seven (7) loose 31g x 6mm, 0.3ml relion insulin syringes from lot 9105546. Consumer reported 3 syringes that would not draw up insulin. All seven returned syringes were tested for flow using water: all seven syringes were able to draw and expel properly. Since no evidence of manufacturing defects was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch #9105546. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200819184, 200818977] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe would not draw up insulin during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "relion 3/10ml 31g 6mm lot # 9105546 found 3 syringes that would not draw up insulin."